Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed; a leak was observed on the cassette bag where the tubing is connected. The root cause was unable to be determined.

Event description:
It was reported that during the medicine liquid filling, liquid leakage occurred likely because the crimping part at the area below the blue connector part was weak. The event occurred before opening. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.